Event description:
"On or about (B)(6) 2010," plaintiff was implanted with monarc subfascial hammock with the intention of treating the plaintiff for "stress urinary incontinence and pelvic organ prolapse." It was reported that "in or about (B)(6) 2010, plaintiff began to experience extreme vaginal pain and discharge and sought medical attention." Plaintiff's attorney alleges "after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries." Also alleged, "as a result, plaintiff was subjected to an additional surgery to remove part of the pelvic mesh product," and "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.